Manufacturer narrative:
This device is classified is import for export, therefore 510k is not applicable. Similar model eg29-i10c-us with a 510k of k190805 (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the asia pacific region involving pentax video gastroscope eg29-i10c. In the event reported it was stated that there was a foggy image. The anomaly was detected in the procedure room before use. There was no adverse event reported with this complaint. No additional information was provided.